Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was observed to have recorded low out of range shock impedances on the right ventricular (rv) lead. The shock impedances were typically 50-60 ohms, but there was a dip to 10 ohms seen. The patient has been brought in for testing and all measurements are stable. The cause of the dip in impedances was not determined. At this time, the patient is on remote monitoring and the system remains in service. No adverse patient effects were reported.